Event description:
Related MFR # 2916596-2023-01328. It was reported that the patient was found expired on the floor by a family member on (B)(6) 2023. Their family member reported that on thursday (B)(6) 2023, the patient felt unwell and fatigued. The patient rested and felt well again on (B)(6) 2023. On saturday, (B)(6) 2023, a family member went to the patient's home and found them down in the bedroom without anything connected to the controller. Batteries were scattered all across the floor and underneath the patient. The event log displayed low power advisories beginning at 08:12 due to depleted batteries in-use. The event log recorded that the silence alarm button was pressed at 08:53. These events are followed by low flow, driveline disconnect, and pump off alarms at 08:58 where it appears the driveline was disconnected from the controller. The log then recorded power cable disconnect alarms where it appeared the black power lead was disconnected from the controller at 9:02 am. The controller's white power lead remained connected to a battery until the battery was depleted with a complete loss of external power to the controller at 12:39 where the controller operated on an emergency backup battery (ebb) from 12:39 - 18:29 on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion. The evaluation of the submitted log files confirmed driveline disconnect events resulting in system stoppage. A specific cause for the patient death could not conclusively be determined through this evaluation. The controller event log files captured a driveline disconnect on (B)(6) 2023 at 08:58:49 resulting in a pump stoppage. The driveline was reconnected at 18:29:19. After being reconnected to external power, the pump took 4 seconds to operate at a speed above the low-speed limit. On (B)(6) 2023 at 18:30:57 the driveline was disconnected again causing the pump to stop. There were no other notable alarms active in the log file. The cause of death was unknown. The event was possibly device-related but not related to the implant procedure. No product was received for investigation. The heartmate 3 lvas IFU, rev. C, lists adverse events that may be associated with the use of heartmate 3 lvas, including death. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. D, is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.